Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: manufacturing location: supplier ¿ eptam precision metals / inspected, packaged and released by: monument. Release to warehouse date: 18-jul-2023. Expiration date: 30-jun-2033. Part number: 03.233.010s, 3.0mm reaming rod, 950mm - sterile. Lot number: 4112p65 (sterile). One piece was scrapped at the supplier for being bent. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection certificate, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 during an procedure, surgical staff was not able to remove the rubber/silicone protective caps off the end of a 3.0mm reaming rod. The staff tried to remove it by pulling but they were unsuccessful. Ultimately, they used a knife to cut the protective caps off. The cap near the ball-tip end of the reaming rod left residual pieces on the reaming rod which were even more difficult to remove. The surgeon ultimately deemed the rod safe to use. A second reaming rod with different lot number was opened but ran into the same issue. That second rod was passed off the field so that it could be returned as part of this complaint. The fragments created were removed, but it was not easy to remove them. Surgery was completed successfully with a delay of 10 minutes. This report involves one (1) reaming rod / ø 3.8mm ball tip ø 3.0mm / 950mm - sterile. This is report 1 of 2 for (B)(4).